Event description:
It was reported that the customer had a crack around the battery compartment of the insulin pump. The customer's blood glucose level was 210 mg/dl. The customer states that she was removing the battery cap when a piece of plastic broke off. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Findings: unit received with high idle current due to open driver at lcd board. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube thread.